Event description:
It was reported through the results of a clinical trial that two months and seven days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left upper arm, the subject developed an adverse event of surgical revision and stenting which required an arteriovenous access circuit reintervention. It was further reported that stent graft placement of target lesion of left arm fistula, fistula revision with aneurysm repair, and banding procedure was performed for treatment. Furthermore, the outcome of the adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and seven days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch via the left upper arm fistula, the subject had serious adverse event of bleeding due to elevated venous pressures, pulsatility, and aneurysm which required an arteriovenous access circuit reintervention. It was further reported that the target lesion in the left upper arm fistula had seventy percent initial stenosis. The subject underwent stent graft placement in the target lesion of left upper arm fistula, fistula revision for aneurysm repair and banding was performed to treat elevated venous pressures, pulsatility, and aneurysm. Treatment re-intervention was successful and new access was not created. Reportedly, the outcome of the serious adverse event was resolved with zero percent final residual stenosis. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that two months and seven days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch via the left upper arm fistula, the subject had serious adverse event of bleeding after hemodialysis due to elevated venous pressures, pulsatility, and aneurysm which required an arteriovenous access circuit reintervention. It was further reported that the target lesion in the left upper arm fistula had seventy percent initial stenosis. The subject underwent stent graft placement in the target lesion of left upper arm fistula, fistula revision for aneurysm repair and banding was performed to treat elevated venous pressures, pulsatility, and aneurysm. Treatment re-intervention was successful and new access was not created. Reportedly, the outcome of the serious adverse event was resolved with zero percent final residual stenosis. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, method). H11: b5, d4 (unique identifier (UDI) #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.